Event description:
During a ptca treatment procedure involving a non-calcified lesion in an unspecified coronary artery, the adante catheter would not inflate despite two attempts to do so. When the physician removed the catheter it was full of blood. Vessel tortuosity was not a factor in this case. The introducer sheath used was a 6f size, the guidewire was a 0.014, and the guide catheter was a vista brite tip. The type of manometer used is unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.

Event description:
It was further reported that this ptcs / stentig treatment procedure involved a 90+% stenotic lesion in the middle portion of a tortuous rca. A cordis vistabrite xb 3.5 guide catheter and a guidant 20/30 indeflator were also used in this case, and the type of guidewire used was a cordis wizdom. The adante balloon catheter was removed and replaced with another adante balloon catheter of the same size to successfully predilate the lesion for placement of an express 3.5/16mm stent. The procedure was successfully completed.